Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was without stimulation as the ipg had been inoperable for 3 years. Upon interrogation with an external programmer, a communication error was observed. The ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.